Manufacturer narrative:
X-ray dates - preoperatively taken on (B)(6) 2013 and postoperatively taken on (B)(6) 2012 note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, a dynamic locking screw (dls) screw migrated intra-operatively. After the migration it was discovered that the plate had broken. The dls screw was removed and broke during removal. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
This report is for one unknown plate from an unknown lot.

Event description:
Device report from synthes gmbh reports an event in (B)(6) as follows: on an unknown date, a dynamic locking screw (dls) migrated intra-operatively. After the migration it was discovered that the plate had broken. Additionally, a dls screw was broken during removal of the construct. This is report 2 of 3 for (B)(4). This report is for an unknown broken plate.